Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a keypad anomaly. The blood glucose reading is 170 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.